Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked. Customer's blood glucose at time of incident was unknown. Customer tried different sets/lots or cannula lengths. Customer the insulin is not expired or denatured. Customer has tried all the options. Customer was advised that we will send replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.